Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. On the day of the event onset, the patient experienced abdominal pain and fever; which are known manifestations of peritonitis. The patient was hospitalized that same day for the event of peritonitis. Also that same day, the patient started treatment with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Five days after the event onset, the patient passed away. The cause of death was reported as peritonitis and other unrelated medical conditions; however, an autopsy was not performed. Therapy remained ongoing prior to death; however, it was not reported the patient was performing therapy at the time of death. No additional information is available at this time.